Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation following an incident while bending over shoveling sand. Specifically, he felt a sharp pain/pinch in the region of l5-s1 with the pain constant in the buttocks area. The pt was traveling and was in fair condition. Add'l info was requested.